Event description:
Healthcare professional reported one incident of a patient reaction with the psn 210 dialyzer. It was reported that immediately upon initiation of treatment, the patient experienced itching, a feeling of the throat closing and tingling around the month and jaw. No drop in blood pressure was noted. The treatment was stopped and blood was not returned to the patient. Benadryl (route and dose unknown) was administered without relief. The patient was then placed on a fresenius polyflux 17 dialyzer that had been reprocessed and patient again experienced the same signs and symptoms. Treatment was once again stopped. The patient was dialyzed the following day at another dialysis center on a fresenius polyflux 17dialyzer without incidnet. It was reported that the patient now dialyzes on a fresenius f8 and patient has reported no further reactions.